Event description:
This is the 4th event of 5, refering to the same patient during treatment in 2007. Thirty minutes after restarting treatment on a new dialyzer the machine alarmed 'blood in dialysate'. The red coloured solution was clearly viable in the dialysate compartment and lines. The blood in the extracorporeal circuit was not rinsed back. The patient suffered a blood loss of 256 ml (115 ml in the dialyzer and 141 ml in the blood lines). No medical intervention necessary.